Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd received one photograph and 3 samples from the customer in support of this complaint. An evaluation of the photo shows a plasma tube with a damaged separator, the separator appears to be located at the top of the tube instead of between red cells and plasma. Additionally, the 3 samples that were returned from the customer in support of this complaint along with 4 retained samples of the same lot from the bd inventory were drawn with horse blood, mixed, stood at room temperature for 30 minutes, before being centrifuged at 1300 g for 10 minutes, using an mse mistral 1000 centrifuge. All 7 tubes were found to have good separation. Mechanical separator has performed as expected. Bd was able to confirm the customer¿s indicated failure mode based on the photograph attached, however retained and returned samples were satisfactory therefore, no definitive root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd tube pms plh 13x100 4.5 blbl lim ce, the device experienced discolored / abnormal additive form .this event occurred twice. The following information was provided by the initial reporter. The customer stated: separator don't stick in the middle between plasma and cells but above the plasma. And looks broken.